Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Additional information: a corporate representative from the account contacted technical support on (B)(6) 2017 reporting several issues of loose epithelium following flap creation. Applications support manager (asm) visited the site on 8/18/2017 and observed 24 eyes with no epithelial issues. Discussed flap lift technique with surgeon. Gelled the system and made changes to bed energy and side cut energy to make flap lift easier. Surgeon was pleased with these settings. Technician was applying 3-6 drops of proparacaine in each eye prior to the procedure and agrees to change and use one-two drops per eye instead. Per surgeon¿s info epithelial issues are not consistent and occur on young patients and older. Some have corneal dystrophy that would explain the problem but some have no pre-existing conditions. He does not feel the issue is caused by the intralase but feels having an easier flap lift would decrease any epithelial disruption. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) after the initial laser treatment on the same day. Both eyes were debrided and the event was considered lasting and disabling, significantly interfering with daily activities. The surgery center indicated it was likely not laser related. There was no loss of best corrected visual acuity noted and the patient had no complaint or comments. Pre-op; best corrected visual acuity (bcva) from (B)(6)2017: right eye pre-op 20/20 -1.25 x -1.00 x 155, left eye pre-op 20/20 -1.25 x -.50 x 42. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.